Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(6), and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: concomitant products: manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 750cc artoura breast tissue expander experienced left sided deflation post procedure. As a result, device replacement with another 750cc artoura breast tissue expander was performed on (B)(6) 2019. No additional details are available at this time, if additional details are made available in the future, then a supplemental report will be submitted.